Manufacturer narrative:
D4 unique identifier (UDI#): we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that rotation speed was high. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotapro console kit gen 230v refurb was selected for rotational atherectomy. During the procedure, it was noted that the speed was stuck at 210,000 rpm. The knob was loose and rotating it did not change the speed. There seemed to be no damaged to the burr, and the gas tank was set at the proper psi. The procedure was completed with this device, and no patient complications were reported.

Manufacturer narrative:
H6 device codes corrected. D4 unique identifier (UDI#): we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. The rotapro console was returned for analysis. A visual inspection showed that the speed knob was loose. The knob was loose and rotating it, did not change the speed was most likely determined to be a broken pkit and loose adjustable speed knob on the front housing from the functional test performed and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a broken pkit and loose adjustable speed knob on the front housing was the most probable cause of the complaint/event. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that rotation speed was high. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotapro console kit gen 230v refurb was selected for rotational atherectomy. During the procedure, it was noted that the speed was stuck at 210,000 rpm. The knob was loose and rotating it did not change the speed. There seemed to be no damaged to the burr, and the gas tank was set at the proper psi. The procedure was completed with this device, and no patient complications were reported.

Manufacturer narrative:
H6 device codes corrected. D4 unique identifier (UDI#): we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that rotation speed was high. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotapro console kit gen 230v refurb was selected for rotational atherectomy. During the procedure, it was noted that the speed was stuck at 210,000 rpm. The knob was loose and rotating it did not change the speed. There seemed to be no damaged to the burr, and the gas tank was set at the proper psi. The procedure was completed with this device, and no patient complications were reported.